Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that the irrigation port was not able to be flush. Per follow up via email on 03nov2020, it was indicated that the catheter will not be returned and confirmed with the provider that there was no patient harm.

Manufacturer narrative:
The reported event was inconclusive as no sample returned for evaluation. A potential root cause for this failure mode could be due to kinked or pinched irrigation lumen. The device used for the treatment though it was unknown whether the device related to the reported event or met specifications. The device history record was reviewed and found nothing that could have caused or contributed to the reported event. The labeling review was not performed due to the labeling could not have prevented the reported failure. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that the irrigation port was unable to flush. Per follow up via email on (B)(6) 2020 it was stated that the catheter will not be returned and confirmed with the provider that there was no harm to the patient.